Event description:
Customer says one syringe did not have a cap on it and pierced his hand. He was going to the doctor to frantically find out if anything had been passed along. Sent him 2 boxes to try to ease his stress.